Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the nurse switched the device to mr mode change and the device was in backup mode. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the nurse switched the device to mr mode change and the device was in backup mode and there was no hv therapy available. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.